Manufacturer narrative:
Results: the cat6 was fractured approximately 1.0 cm from the hub. Conclusions: evaluation of the returned device confirmed it was fractured near the hub. This damage may have occurred due to forceful manipulation of the cat6 at extreme angles during preparation for use. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
While preparing an indigo system aspiration catheters 6 (cat6) for a thrombectomy procedure, the cat6 snapped in half prior to insertion into the patient's body. The cat6 became damaged prior to use and therefore, was not used in the procedure. The procedure was completed using a new cat6.